Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4); s/n: (B)(4); ubd: unknown; UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion/power tray was replaced due the ias powering back up. The imaging system then passed the system checkout, and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The power conversion enclosure failed bench testing. A short was found. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging acquisition system (ias) powered on when the interconnect cable was unplugged from the ias. There was no patient involvement.